Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the potassium electrode nut from customer stock, replacement of multiple tubing lines and electrode quad ring to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous high patient results for sodium (na) on the unicel dxc 600 synchron system. The erroneous patient results were reported out of laboratory and later it was amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.